Event description:
It was reported that the patient had experienced a lack of therapy. The physician attempted a dye study the week prior to the report but was unable to aspirate the catheter so a catheter replacement was scheduled. The replacement took place on (B)(6) 2014 at which time the pump was also replaced due to nearing elective replacement indicator (eri) and end of service (eos). The surgeon noted that the pump connector may have come loose and had ¿schmutz (bio-growth)¿ in there. The catheter pieces were kept and were to be returned to the manufacturer. There were no other patient symptoms reported. The patient was doing fine after the surgery. The device system delivered morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4).